Event description:
It was reported to philips that the etco2 door on the device would stick in the down position. There was no reported patient involvement or adverse patient/user impact as a result of the alleged failure.